Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported they were getting a disconnect and call medtronic message on their controller. Patient stated the issue started 2 days ago. Patient mentioned they had reset the controller multiple times and blew into the controller port, but nothing seemed to resolve the issue. Patient mentioned that the recharger at the donut part once in awhile gets warm when charging. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered back on. Caller re-inserted the battery pack and confirmed controller was 100% and implant was 70%. Agent had the patient inspect the recharger for any visible damage; patient confirmed no damage. Patient then connected recharger and confirmed recharging excellent. Shortly after, patient stated that they got poor recharge quality and reposition the recharger message. Patient noted that the recharger is right over the implant; patient followed up saying that they are able to start a charge session but then the session always gets interrupted by a message 2-5 minutes after the session starts. Patient noted that they have a doctors appointment today and that they have never had any problems with their implant. The troubleshooting steps that were taken on the call resolved the issue. A replacement recharger (rtm) was sent to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.